Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: the patient with history of recurrent deep vein thrombosis was scheduled for inferior vena cava (ivc) filter placement. The right internal jugular vein was accessed and an inferior vena cavogram was performed which demonstrated the left renal vein takeoff at l1. The filter was deployed at l2 in good position. The catheter was removed and pressure was held for 10 minutes. The patient tolerated the procedure well. Image/photo review: no medical images have been made available to the manufacturer. Conclusion: the device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. There was no specific deficiency alleged in the provided medical records. Therefore, the investigation is inconclusive for the alleged filter tilt and difficulties removing the filter as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: warnings/potential complications: movement, migration or tilt of the filter are known complications of vena cava filters. Filter tilt. Filter malposition. Note: it is possible that complications such as those described in the "warnings", "precautions", or "potential complications" sections of this instructions for use may affect the recoverability of the device and result in the clinician's decision to have the device remain permanently implanted.

Event description:
It was reported that approximately five years post vena cava filter deployment, an unsuccessful attempt was made to retrieve the filter. The filter was reported to be tilted and embedded in the ivc wall. No other pertinent patient, device or medical information was provided leading up to or surrounding the event. The current patient status was not provided. New information received: the patient alleges to experience stomach and chest pain attributed to the filter.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately five years and nine months later, abdomen, single view was performed which showed an inferior vena cava filter was noted at l4-5. After one month, patient requested for inferior vena cava filter removal. An inferior vena cava filter was tilted and embedded in the wall of the inferior vena cava. It cannot be removed. Since access was gained via right internal jugular vein. The needle was exchanged for a 5-french dilator. Through the 5-french dilator 0.035, 205 cm long wire was advanced through the right atrium into the inferior vena cava. Next placed an omni flush catheter in the right common iliac artery inferior vena cava junction and injected contrast. It showed the existing filter tilted to the right. It was situated within the inferior vena cava. Next over a guidewire the tract was dilated with a 6-french, 8-french, 10-french and 12-french dilators and subsequently a 10-french catheter was inserted. Through this a basket was inserted over the wire attempting to remove the existing inferior vena cava filter. They tried for about 20 to 30 minutes to lasso the top of the catheter with the cone recovery system. The inferior vena cava leading edge was up against the inferior vena cava, and they could not lasso it with the cone device. Then gave it a rigorous try but were unsuccessful. Attempted inferior vena cava filter retrieval was unsuccessful. After one month, the patient present with recent illness stated that the patient has an inferior vena cava filter with a leg that was bent. After one month, patient presented with chest pain. After two weeks, flat and upright views of the abdomen showed an inferior vena cava filter overlies the l3-4 level. After two months, the patient experienced pain. A dx pelvis ap 1 view was demonstrated that there was an inferior vena cava filter visualized over the l3 vertebral body to the right of midline. After one year and five months, computerized tomography-abdomen/pelvis without contrast showed at least one limb of the inferior vena cava filter was within the wall of the abdominal aorta. After two years, patient presented with abdominal pain. A computerized tomography-abdomen/pelvis without contrast without contrast showed an infrarenal inferior vena cava filter. One of the limbs projected outside of the lumen of the inferior vena cava toward the anterior wall of the abdominal aorta, unchanged. After three months, vq lung scan showed low probability for pulmonary thromboembolism. Therefore, the investigation is confirmed for the alleged filter tilt, filter migration, material deformation, perforation of the inferior vena cava and retrieval difficulties. Additionally, it can be confirmed that the patient experienced pulmonary embolism post deployment. However, the relationship to the filter is unknown. Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that approximately five years post vena cava filter deployment, an unsuccessful attempt was made to retrieve the filter. The filter was reported to be tilted and embedded in the ivc wall. No other pertinent patient, device or medical information was provided leading up to or surrounding the event. The patient alleges to experience stomach and chest pain attributed to the filter. The current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: a manufacturing review was not performed as the lot number was not provided. Visual inspection: the device was not returned; therefore, a visual inspection could not be performed. Functional/performance evaluation: the device was not returned; therefore, a functional/performance evaluation could not be performed. Medical records review: medical records were not provided; therefore, a review could not be performed. Image/photo review: images/photos were not provided; therefore, a review could not be performed. Conclusion: the device was not returned. Images and medical records were not provided. The investigation is inconclusive for the alleged filter tilt and retrieval difficulties. Based upon the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: warnings/potential complications: - movement, migration or tilt of the filter are known complications of vena cava filters. - filter tilt. - filter malposition. Note: it is possible that complications such as those described in the "warnings", "precautions", or "potential complications" sections of this instructions for use may affect the recoverability of the device and result in the clinician's decision to have the device remain permanently implanted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that approximately five years post vena cava filter deployment, an unsuccessful attempt was made to retrieve the filter. The filter was reported to be tilted and embedded in the ivc wall. No other pertinent patient, device or medical information was provided leading up to or surrounding the event. The current patient status was not provided.